Manufacturer narrative:
Investigation summary: a DHR was not performed as the lot number is "unknown" for this complaint. No sample or picture available for evaluation. Conclusion(s): based on the customer description, we consider that the particles could be composed by lubricant from the syringe barrel. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that an unknown number of bd discardit¿ ii syringes experienced foreign matter contamination noticed prior to use.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unknown number of bd discardit¿ ii syringes experienced foreign matter contamination noticed prior to use.